Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator¿s radio frequency (rf) was not working with the remote transmitter. The software was updated successfully. The rf telemetry was working after the update.